Event description:
It was reported, that this non-bsc right atrial (ra) lead was part of a system revision, due to infection. There were no additional adverse patient effects reported. This non-bsc ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).